Manufacturer narrative:
The insulin pump was received with minor scratched display window, broken off battery tube threads, missing reservoir tube o-ring and completely broken off reservoir tube lip. The insulin pump passed idle current test, run current test,self test, off no power test, unexpected restart error test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted during testing. Analysis was unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin did exit during prime. The customer reported that the insulin pump was dropped. The customer also reported that the side of the battery compartment was chipped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.